Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During interrogation, the transmitter data kept returning without an end. Technical services noted the memory of the icm loop recorder was full. The data was cleared and normal function was restored.